Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has been randomly alarming no delivery for two days. Blood glucose value is unknown. Customer did the rewind and prime and received a no delivery alarm. Customer was advised to disconnect and reconnect the reservoir and infusion set at the tubing connector and push insulin; insulin did exit the tubing. Customer was then instructed to rewind, reinsert the reservoir and run manual prime; insulin did exit. Customer was advised the insulin pump is working as designed and the alarm was caused by a set/reservoir occlusion.